Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 03/26/2024, it was reported by a sales representative via (B)(4) that an ar-3636 knotless fibertak sliding fiberlink was broken immediately when implanted. The implant system was taken out of the patient. This was discovered during a procedure. The patient suffered no negative effects on or after the surgery. Additional information received on 4/1/2024: this was discovered during a superior capsule reconstruction. The case was completed using a new ar-3636 knotless fibertak in a new drill hole. The case was delayed ten minutes without additional anesthesia. The patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to misaligned insertion; or prying/leveraging the device during use.